Event description:
It was reported that the ICD had delivered inappropriate therapy. Programming changes were recommended. Physician noted that the device will be reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.